Manufacturer narrative:
The complaint can be verified. The menu and check button do not respond. There are particles inside the housing of the menu and check button, and these particles isolate the area of contact inside the button housing.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Reporter stated the menu button on the infusion device does not function correctly. When the button is pressed once, the infusion device acts as if it was pressed several times. The infusion device was requested for evaluation. No physiological effects were reported.